Event description:
It was reported that this pacemaker appeared to have exhibited t-wave oversensing. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.